Event description:
(B)(6) study. It was reported that there was a pericardial effusion. On (B)(6) 2020 the patient was ablated using the pulmonary vein isolation ablation, posterior wall isolation, coronary sinus and rf-single shot techniques on (B)(6) 2020 a left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, heparin and apixaban was administered. A watchman access system (was) was positioned and two watchman flx laa closure device & delivery system (wds) were used. The first device was a 24mm watchman flx laa closure device. This device was deployed, but was fully recaptured since it did not meet the release criteria. It was replaced with a 20mm watchman flx laa closure device which was implanted. The procedure was completed successfully with a complete laa seal and with a deployed device diameter of 17.8 mm. On (B)(6) 2020, one day after the procedure, the patient was noted to have a pericardial effusion. A pre discharge transthoracic echocardiogram (tee) assessment revealed that there was a pericardial effusion with no evidence of chamber collapse or hemodynamic significance. The patient remained asymptomatic. Later that same day the patient was discharged on aspirin and apixaban.